Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was squirting insulin and screen when haywire. Customer's blood glucose was 74 mg/dl. Insulin was squirting out during manual prime. The device did alarm during manual prime. Customer was advised to disconnect from the device. Customer stated the device was not dropped or bumped prior to the alarm occurring. The drive support cap was normal. Cracks were noted where the battery goes. Customer was advised to revert to back up plan. Customer's husband stated paramedics had to come to his house to bring customer's blood glucose down. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarms and display anomaly noted during testing. The occlusion test and excessive no delivery test were note performed due to prime and or fill anomaly. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.